Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode resulting in high voltage therapy being disabled. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.